Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit was bad. It was determined that the e5 and e6 error coded were caused by the bad flex circuit, which indicated that the device had been overheated. The flex circuit showed no signs of immersion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be too much force being used during use, which is user error, abuse and/or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 4 for the same event. It was reported that during an unspecified spine surgery, it was observed that the motor device displayed e5 and e6 error codes while in use with a console device, foot control device and another motor device. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.